Event description:
It was reported that during equipment testing conducted at the manufacturer facility the device caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The service technician noted that the device had no power and displayed a bias current error message when connected to the core console. The technician also noted that the bias current measure was 6.3 amps. The potted trigger pcb assembly was replaced along with other preventive maintenance, and the repaired handpiece was returned to the customer.

Event description:
It was reported that during equipment testing conducted at the manufacturer facility, the device caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.